Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a male patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a foreign material was observed. It was reported that there was resistance at the entrance of the vizigo¿dilator. It was reported that:¿in the photo they saw a white object that prevented its introduction.¿; however, no photo has been provided. Multiple attempts have been made to obtain clarification to this complaint and to obtain a copy of the photo. However, no further information has been made available. With the current information available, this was assessed as a MDR reportable foreign material on usable length of catheter. The obstructed-sheath issue is not MDR reportable.

Manufacturer narrative:
Initially, it was reported that a foreign material was observed. The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 17-apr-2023. It was observed that the hemostatic valve was broken and dislodged inside the hub component. The issue of foreign material on usable length of the catheter remains assessed as MDR reportable. The additional finding of the hemostatic valve separation was also assessed as MDR reportable. Device evaluation details: the device evaluation was completed on 12-may-2023. It was reported that a male patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a foreign material was observed. It was reported that there was resistance at the entrance of the vizigo¿dilator. It was reported that:¿ in the photo, they saw a white object that prevented its introduction.¿; however, no photo has been provided. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken and dislodged inside the hub component, no other issue was observed. Most likely, the valve is related to the white part reported by the customer, however, this could not be conclusively determined. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history review (DHR) was performed for the finished device 50000135 number, and no internal actions related to the complaint were found during the review. Based on the DHR, the h4. Device manufacture date has been updated. The resistance issue reported by the customer was confirmed. The valve issue could be related to the resistance reported by the customer. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).